Event description:
A hysteroscopy was performed. A clear cavity was noted. Inserted the novasure device and blood noted in dial. Decision made to replace the device. A second novasure device was inserted. Resistance noted. Hysteroscopy repeated and perforation identified.